Event description:
It was reported that the burr was stuck with the rotawire. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A rotalink burr and a 330cm rotawire were selected for use. During the procedure, after ablation was performed and completed with this burr, it was noted that the burr became stuck with the rotawire during removal of the burr at outside the patient. It was not released from being stuck, so the burr was completely removed from the patient's body together with the rotawire. The procedure was completed with another of the same rotawire device. No complications were reported and there was no patient injury.